Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer called in to report that the insulin pump turned off unexpectedly and it alarmed battery out limit. The customer also had a low battery alert. The customer's blood glucose level was unknown. The customer was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.